Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance to the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series, chapter 3 preparation and inspection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Foreign objects were found to be clogging the nozzle; according to the customer, the following details regarding the cds process were noted: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair, no delays in the start of pre cleaning, the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution, the air/water nozzle was flushed with air, water, and detergent solution; there were no abnormalities in the accessories used for reprocessing. In addition to the reportable finding documented in b5, the non-reportable findings are as follows: the switch box was cracked due to external factors and due to a crack on switch box, water tightness is lost, the adhesive on the curved bending section adhesive is missing and the bending section cover was chipped due to wear of angle wire, bending angle is insufficient and the play of the knob does not meet the standard value, there were scratches on the following: switch 1 and 2, plastic distal end cover, objective lens, scope connector cover, forceps elevator lever and knob, right/ left knob, up/ down knob, suction connector, universal cord, grip, control unit, connecting tube and the insertion tube. There was also paint on suction cylinder is peeled and shaved, the universal cord was wrinkled, the angle wires became stretched, due to a scratch on objective lens, and a shadow is visible in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had defects on the control section unit. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the nozzle had foreign objects. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.